Event description:
Per the clinic, the patient was treated with steroid injection and oral antibiotics due to skin issues (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.